Event description:
Haptic broke off in nurse's glove when lens was implanted. Haptic on glove was noticed after the lens was implanted. The doctor removed the lens where the haptic was missing and tore the posterior capsule. The doctor performed a victrectomy.